Event description:
The facility reported a fail code 500, which occurred during a test infusion performed by the facility's biomed. This device was not attached to a pt when the failure occurred. Although attempts were made by baxter, details were not available regarding add'l contact info, pt demographics, medication involved, or pump programming. The hosp rep stated that there have been no reports of any pt incident involving this pump since the last baxter service event.